Manufacturer narrative:
(B)(4).

Event description:
The patient reported that when she turned her stimulation back on after having turned it off, she felt a jolting sensation from head to toe that was systemic in nature. It was noted the patient's physician thought the patient had went from 80 volts to 160 volts, and that when the patient had a check-up on 2015 (B)(6), the physician turned her stimulation down to the lowest setting as a result. The patient was to follow-up with the physician if any further symptoms occurred. The issue was reportedly resolved at the time of report. There were no surgical interventions planned or undertaken and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.